Manufacturer narrative:
Batch review performed on 08-feb-2021- lot 1908183: (B)(4) items manufactured and released on 09-apr-2020. Expiration date: 2025-mar-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: anatomical shoulder system 04.01.0093 metal humeral head ø46 (k170910) lot. 1908187- batch review performed on 08-feb-2021. Lot 1908187: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-feb-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by r&d project manager: the information at hand let presume that the taper of the double eccenter was not engaged by the humeral head dut to presence of some cement in between. No action is suggested.

Event description:
The patient came in reporting pain due to the humeral head dissociating from the double eccenter 2 weeks after the primary. The surgeon took the head out, cleaned up the area and was able to put the original head back on. The surgeon did not use any new implants. The surgery was completed successfully.